Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter and image processor boards. System operates as intended.

Event description:
Customer reported, the system displayed white images and is not working. No pt injury was reported.